Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.111.030, lot l967574: manufacturing site: bettlach. Release to warehouse date: july 24, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: two of the distal prongs of the device was broken. No fragments were returned. The received condition was consistent with the complaint condition thus the complaint was confirmed. Dimensional analysis was not performed as relevant parts/features were not returned and due to post-manufacturing damage. The current and manufactured to drawings were reviewed. The overall complaint was confirmed as two of the prongs was broken. Although no definitive root-cause can be determined it¿s possible the device encountered unexpected forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the shaft for trephine attachments had all three (3) prongs broken off. It was found after sterilization processing department (spd) had cleaned it. It has been removed from the set. There is no patient consequence reported. This report is for one (1) shaft for trephine attachments. This is report 1 of 1 for complaint (B)(4).